Event description:
A company representative reported that two ozark screws at c7 fractured approximately 3 months post-operatively. An unknown cage has also migrated anteriorly. Revision surgery will not be performed. This report captures the first of two screws.

Manufacturer narrative:
Remains implanted in the patient.

Event description:
A company representative reported that two ozark screws at c7 fractured approximately 3 months post-operatively. A cascadia cervical cage has also migrated anteriorly. Revision surgery will not be performed. This report captures the first of two screws.

Manufacturer narrative:
B5, cage, was corrected from "unknown cage" to "cascadia cervical cage" following additional information. Visual, dimensional, material and functional analysis could not be performed as the device remains implanted. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. The reported event of an ozark self tapping variable screw fracturing post-operatively was confirmed via communication with the field and x-ray review. The post-event x-ray review confirms both caudal screws fractured and that the c6/7 cage is pushing out anteriorly. Construct is a 3 level ozark plate from c4 - c7 with 3 cages. Review of x-ray with r&d confirms that the cages in the x-ray are consistent with stryker cascadia cervical cages. Degree of cage migration cannot be confirmed because no immediate post-op x-ray was provided and because no additional x-rays were provided, it could not be confirmed if the cage migration or screw fractures occurred first. Additionally, it was reported via follow up communication that there is no plan to revise the patient and no patient pain was reported. There were no complications during the initial procedure. Screws were inserted using the tapered driver. There was no difficulty locking the securing mechanism. The patient did not experience a fall/accident post-op. It is unknown what the patient¿s activity level was post-op and no immediate post-op x-rays were provided. The most likely root cause of the reported event is deviation from the instructions for use. Cascadia cervical cages are indicated for use in one to two contiguous levels; in this event, cascadia cervical cages were utilized in three contiguous levels. This deviation from the IFU likely contributed to the cage migration and led to additional stresses on the construct, resulting in the fracture of the ozark screws at the caudal level.